Event description:
It was reported during a bph procedure at 136,216 joules and 18:30 minutes of usage; "fiber tip detached" and that the beam coming out by the edge of the fiber was noted. The fiber was exchanged and the procedure was completed using second fiber. Patient outcome: "no injury" to patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip is still attached; the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on the metal surface; the fiber exhibits scratch marks on outer flow tubing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.